Event description:
The clinic notes received on (B)(6) 2012, also indicate that the patient has been using CPAP. The clinic notes dated (B)(6) 2012, state that the patient is sleeping better on CPAP.

Event description:
On (B)(6) 2012, clinic notes dated (B)(6) 2011 were received from a vns treating physician. Review of the clinic notes revealed that the patient has obstructive sleep apnea. Good faith attempts for further information have been made but no additional information was received from the physician.

Manufacturer narrative:
Describe event or problem; corrected data: inadvertently did not include the information on the initial report.